Event description:
It was reported that the customer is in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. It was stated that the customer was not ready to troubleshoot the insulin pump as he does need a blood glucose meter. Advised the caller to call back if further assistance is needed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.